Manufacturer narrative:
Device not returned.

Event description:
Reportedly, pt had a non edwards mechanical valve explanted due to pt not doing well with valve. An edwards valve was implanted in its place and then was explanted after a day due to aortic insufficiency. Pt later expired. No further info available.